Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: there was a fracture of a osteosynthesis device. The plate was for the left femur due to pseudarthrosis. Displacement of fracture occurred at three months. The plate was removed and a graft was also performed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No product was returned for investigation. The examination of the manufacturing papers for the above listed article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for stainless steel. This lot was manufactured in april 2010, 12 parts according to our specifications. Based on the provided information and without the involved part no further evaluation is possible.